Event description:
A ventilator was returned to the manufacturer for service. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, several components were found to be disconnected. The active exhalation control module, system board, sensor board and power management board were replaced due to evidence of tampering. Conclusion: device has been evaluated but the components have not been replaced, pending customer approval of the estimate.